Event description:
It was reported that during normal operation, the infinity delta monitor displayed a normal spo2 value but did not alarm despite obvious cyanosis. The staff found the child and immediately connected another pulseoximeter after they stimulated the child. The pulseoximeter displayed 78% spo2. The monitor was immediately put out of operation. There was no patient injury reported. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.